Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found that the unit failed the power test due to a defective part low impedance caused by over voltage. Visual inspection found circuitry components "seriously burnt."

Event description:
It was reported that the remote monitor would not power on after a power outage. The monitor will be replaced and returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.